Manufacturer narrative:
H3, h6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. Device history records are reviewed prior to product release. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of a customer who has been a contact lens user for 10 years. The customer had opened the lenses and noticed that "they were a bit odd". The customer indicated that it was difficult to remove the lens from the left eye and sought medical attention. It was reported that contact lens remnants were seen in one eye. The customer was reportedly told that there was a "rift in the cornea with irreversible damage and sight impairment". The current status of the customer's eye is not known at the time of this report; additional information has been requested but not yet received.